Event description:
A customer stated that an abo discrepancy occurred between manual tube testing and testing performed on galileo echo instrument (B)(4).

Manufacturer narrative:
The image result files were reviewed by an immucor technical support specialist. Reactions visually appeared as reported by the instrument. The customer was informed of the limitations which state that forward only testing has a higher risk of mistype due to the absence of the reverse typing, and that the echo cannot reliably detect hemagglutination reactions graded at 1+ or less in tube. The instrument is operating as expected.